Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose levels (300-400 mg/dl). Cause was reported to be unknown. Customer addressed elevated blood glucose by delivering boluses via the pump. A health care provider switched customer to insulin pens for management of blood glucose.